Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in shock impedances. The shock impedances have increased to out of range values and have remained between 125-127 ohms. At this time, the lead remains in service. The patient is being monitored remotely. No adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance measurements continued to increase for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The measurement in triad was 160 ohms currently, however the alert had been increased to the 175 ohm range. The patient's family noted the implantable cardioverter defibrillator (ICD) was emitting tones. Boston scientific technical services (ts) reviewed the settings and found beeping was programmed off in the device, so data was sent into engineering to determine cause of tones. Upon review of the data, engineering found that the ICD had exhibited a code indicating it had shocked into an open lead condition due to saturated impedance measurements. The shock converted the patient's ventricular fibrillation (vf), but had high out of range impedance measuremetns. The ICD was reprogrammed to a different sensing vector and boston scientific technical services (ts) discussed the option of placing a different lead. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the shock impedance measurements continued to increase for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The measurement in triad was 160 ohms currently, however the alert had been increased to the 175 ohm range. The patient's family noted the implantable cardioverter defibrillator (ICD) was emitting tones. Boston scientific technical services (ts) reviewed the settings and found beeping was programmed off in the device, so data was sent into engineering to determine cause of tones. Upon review of the data, engineering found that the ICD had exhibited a code indicating it had shocked into an open lead condition due to saturated impedance measurements. The shock converted the patient's ventricular fibrillation (vf), but had high out of range impedance measurements. The ICD was reprogrammed to a different sensing vector and boston scientific technical services (ts) discussed the option of placing a different lead. The ICD and rv lead remain in service and no adverse patient effects were reported. Additional information was received that out of range shock impedances continue and another code was observed indicating the ICD shocked into an open condition. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. A new ICD and rv lead were successfully implanted and no additional adverse patient effects were reported.